Event description:
Related manufacturer reference numbers: 2017865-2023-16581. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead and right ventricle lead exhibited noise. Both leads were explanted. Patient condition was stable.

Event description:
New information received notes that both atrial lead and right ventricle lead were also replaced.

Manufacturer narrative:
The reported event of noise was confirmed. The distal portion of a partial lead was returned in one piece for analysis. Dissection of the partial lead found the inner insulation was breached at the suture tie region at 31.6 cm from the distal tip. The cause of noise was due to breached inner insulation which is consistent with suture tie down forces.